Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial subsidence and loosening at both interfaces. The cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided attune fb tib base sz 4 cem (product code 150600004, lot number 3448455) found additional reports. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (3448455). (B)(4) has been undertaken to investigate attune post-operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.